Event description:
It was reported that over the last two weeks, while the stimulation was on, the patient would get sudden increases in stimulation that would ¿floor him.¿ the patient had almost fallen due to the stimulation suddenly increasing. The increases in stimulation would occur independently of what position the patient happened to be in, and in the location where the patient would normally feel stimulation. The patient would have to sit or lay down because of the stimulation being so high. An impedance test was done and revealed impedances with values between ¿800 to a little over 1000 ohms.¿ the group impedances were ¿14.486ma as well as 252 ohms.¿ the patient also had to charge more often over the past three weeks. The patient would go from 100 percent charged to zero in two days, whereas previously the patient had been recharging every 7 days. An estimate was performed on a longevity calculator with the following settings: 4 volts, 450 pw, 252 ohms, 4 anodes and 4 cathodes, rate of 60, and the device on constantly. The longevity calculation estimated that at the beginning of the ins life the recharge interval would be every 6.56 days and at the end of life the recharge interval would be every 5.48 days. The recharge statistics from the ins showed that the device had been charged up to 75 percent on (B)(6), while on (B)(6), the ins had been charged up to 50 percent and then later up to 100 percent. The longevity calculations seemed to match the patient¿s charging frequency as the patient had generally been charging to 75 percent. The adaptive stimulation (as) orientation was re-oriented and the implantable neurostimulator (ins) was reprogrammed. The patient hadn¿t noticed any sudden increases in stimulation since the reprogramming.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).